Manufacturer narrative:
The returned freestyle optium meter was investigated and it was observed that the liquid crystal display (lcd) was detached from the meter. Visual examination did not show any abnormalities with the meter or its components. The meter communicates with pc and allows extraction of usage information as well. The returned meter was manufactured on 07 march 2007; therefore, it is operating beyond the specifications for service life, 5 years, plus shelf life, 18 months. Extended investigation has determined that the cause of the complaint was likely due to weak connection between the lcd and the printed circuit board assembly (pcba). However, it was determined that this device was used outside its service life and thus worked as intended for its service life. This complaint is not confirmed.

Event description:
A caller (caregiver) reported that the customer¿s adc blood glucose meter had a display problem. The first number of the test results was not displaying on the meter¿s screen. As a result of this issue, on (B)(6) 2017, the customer had a laboratory test performed to determine his blood glucose level. On the following day, (B)(6), the customer was asked to come to the hospital because his glucose was found to be ¿over 500 mg/dl¿. At the hospital, the results of the customer's laboratory glucose test were reported as 618 mg/dl. The customer was treated with insulin and fluids from 16:30 to 20:30 on (B)(6) 2017. The caller was unable to provide the customer¿s diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The device manufacturer date for the reported meter serial number is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller (caregiver) reported that the customer¿s adc blood glucose meter had a display problem. The first number of the test results was not displaying on the meter¿s screen. As a result of this issue, on (B)(6) 2017, the customer had a laboratory test performed to determine his blood glucose level. On the following day, (B)(6), the customer was asked to come to the hospital because his glucose was found to be ¿over 500 mg/dl.¿ at the hospital, the results of the customer's laboratory glucose test were reported as 618 mg/dl. The customer was treated with insulin and fluids from 16:30 to 20:30 on (B)(6) 2017. The caller was unable to provide the customer¿s diagnosis. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection was performed and no issues were observed. Meter did power on with button depression. Unexpected characters were observed on the meter's screen. Meter was de-cased and damage to the lcd ribbon was observed. Meter is being forwarded for additional investigation for root cause analysis. A follow-up will be submitted once additional information is obtained.

Event description:
A caller (caregiver) reported that the customer¿s adc blood glucose meter had a display problem. The first number of the test results was not displaying on the meter¿s screen. As a result of this issue, on (B)(6) 2017, the customer had a laboratory test performed to determine his blood glucose level. On the following day, (B)(6), the customer was asked to come to the hospital because his glucose was found to be ¿over 500 mg/dl¿. At the hospital, the results of the customer's laboratory glucose test were reported as 618 mg/dl. The customer was treated with insulin and fluids from 16:30 to 20:30 on (B)(6) 2017. The caller was unable to provide the customer¿s diagnosis. There was no report of death or permanent injury associated with this event.